Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The patient reportedly lost access to sound with the device.

Manufacturer narrative:
Conclusion: device investigation did not show any device malfunction which could explain the reported lack of benefit. Based on measurements performed on the device whilst it was implanted, it is assumed that the explantation was not due to a technical problem. The patients perception was unsatisfactory, however, no technical problem could be detected. The mechanical damages found during investigation are very likely related to the removal surgery. This is a final report.

Event description:
The patient lost access to sound with the device 9 years ago. Initially the patient did benefit from its use. The patient was then contralaterally implanted; performance on the contralateral side has been good and is still satisfactory.

Manufacturer narrative:
Correction: an incorrect results and conclusions code was entered. They have been corrected in this report.

Event description:
The patient lost access to sound with the device 9 years ago. Initially the patient did benefit from its use. The patient was then contralaterally implanted; performance on the contralateral side has been good and is still satisfactory.

Manufacturer narrative:
Correction: a wrong "reportability awareness date" was erroneously communicated in the intial and final report. The correct reportability awareness date is (B)(6) 2017 and not (B)(6) 2016 as stated in previous reports.

Event description:
The patient lost access to sound with the device 9 years ago. Initially the patient did benefit from its use. The patient was then contralaterally implanted; performance on the contralateral side has been good and is still satisfactory.